Event description:
A malfunction was reported by a customer in france. There was no adverse impact to the customer's blood glucose level. The customer is waiting for confirmation of the device issue as the pump has been returned for inspection, and a replacement pump has been provided.

Event description:
A malfunction was reported by a customer in (B)(6). There was no adverse impact to the customer's blood glucose level. The customer is waiting for confirmation of the device issue as the pump has been returned for inspection, and a replacement pump has been provided.